Event description:
No new information.

Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that four xia 4.5 polyaxial screws and four xia 4.5 blockers migrated post-operatively. The patient was revised approximately one month post-operatively. This report captures the second of four blockers.